Event description:
It was reported that during a lung resection procedure, on the third firing, the jaws were stuck to the lung tissue and would not open. They had to cut the device out of the tissue to remove from the lung. They sutured to complete the case. There was no patient consequence reported.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.